Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited chronically low impedances that dipped below the alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.